Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the cardiac resynchronization therapy defibrillator (crt-d) eroded through the skin. The physician revised the pocket to make more room for the crt-d and closed the tear in the patient's skin. The device remains in use. No further patient complications have been reported as a result of this event.